Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery from their insulin pump. The customer states they are not receiving insulin and believe the cannula may be bent. The customer's blood glucose at the time of incident was 382mg/dl. The customer's blood glucose had gone up to 409mg/dl. Troubleshoot was conducted, and the device was found to be working as designed. The customer was advised to monitor the device and call back if issues reoccur.